Event description:
The caller reported that the insulin gauge displayed an amount different from what was expected, with an initial discrepancy showing 17 units instead of the expected 130 units. There was no adverse impact to the customer's blood glucose level as reported. To resolve the issue, the customer loaded a new cartridge.